Event description:
The customer reported that when the device is powered up for testing, the device displays defib failure cycle power with error code 01000. After displaying error code 01000 (defib biphase error) and the message / instruction defib failure cycle power, device operation is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by the philips field service rep and the stated problem was confirmed. The power pca was found to have been the cause of this malfunction. The fse replaced the power pca to resolve this issue. The device passed testing and was returned to the customer.